Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced with a new model which resolved the issue. (Reference MFR report#1627487-2016-02887).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported stimulation has not been effective for the past year. Reportedly, reprogramming did not resolve the issue. As a result, the patient's requesting surgical intervention to have the system removed as the next course of action.